Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No green status indicator

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for the device showed the device was first installed on (B)(6) 2014 and that it performed to specification up to and including the last log entry on (B)(6) 2016. A test pad-pak was inserted into the device and the device passed a self-test. A warning memory full message was given at shutdown and the status led continued to flash green. The device was tested and delivered a test shock without fault. An acceptable measurement for the test shock was recorded. The device powered off normally with a memory full prompt and a flashing green status led. The status leds were working initially during the investigation but then failed as testing continued. It can therefore be concluded that the fault was intermittent in nature. Further investigation concluded that the fault can be attributed to a short circuit between the green and red status leds due to excess silver paste.